Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial broke during removal after the range of motion was completed. All pieces were accounted for and there was no harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of actual device received. Tasp exhibits of repeated use (nicks, gouges) the post feature has fractured off and all pieces were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4).this follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.